Event description:
Caller reported a cartridge alarm during the load process, which the customer experienced previously. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted with loading a new cartridge, but the alarm recurred, prompting the decision to replace the pump. Customer planned to use multi-dose injection as a backup therapy until a replacement pump could be provided by cts, who also confirmed shipping details and advised on storage and return procedures.